Manufacturer narrative:
E1 facility name: (B)(6). Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a damaged charged couple device and a blurry image. There was no patient involvement.